Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from united states indicating that the device "doesn't work." It is known the device was used in surgery and that no patient or user injury or medical intervention occurred. It is unknown if a delay occurred during the surgical procedure. There was no additional information provided.